Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found that the stim im battery reduced capacity due to over discharge. Analysis identified that the ins is functioning within specifications but has reduced capacity due to over discharge. After {1} physican mode recharge, the ins was able to recharge normally. Based on analysis findings, the ins battery reduced capacity due to overdischarge. H3: analysis of the lead (s/n: (B)(4)) found that the proximal end of the stim lead was not completely seated in the ins connector port and the connector of the lead was crushed due to overstress/damage. Eval codes method (B)(4) ins and lead eval codes result (B)(4): ins eval codes result (B)(4): lead eval code-conclusion (B)(4): ins eval code-conclusion (B)(4): lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the lead not coming out of the header has not been determined. The top lead in 0-7 came out easily. The bottom lead would not come out and it is unclear which lead was the broken lead. Both of the leads and the ins were sent in to be returned to medtronic (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). It was reported a healthcare provider (hcp) had difficulty disconnecting components during surgery. The hcp had difficulty getting one of the leads out of the header block of the ins. The hcp did loosen the set screw and used a forceps to pull the silicone out to ensure the setscrew was loose. Damage to the product was caused during the procedure. The patient was scheduled for ins replacement today, the rep was not able to do impedance testing prior to surgery because the ins battery depleted. The last interrogation was done in 2015 and found no issues. It was noted that after disconnected, the hcp attempted to pull the lead out and it broke off into the header. Both leads and the ins were removed and replaced by two new leads and a new ins. It was noted the old leads and ins would be returned. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.